Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to an iis failure on the es server, which disrupted grpc communication and caused the carefusion care coordination engine service to fail in processing messages. The technical support specialist (tss) dialed into the cce, verified that ram usage was at 94% and uptime was 35 days, and confirmed that services were running. The specialist observed over 3200 messages in the es outq and restarted the external inbound communication service and iis on the es server, followed by restarting the cce-service. This action cleared the message queue and restored communication. The customer confirmed the issue was resolved and authorized closure of the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients and orders were not crossing over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients and orders were not crossing over to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.